Event description:
During knee quad tendon repair, tip of pin broke off in patella which is still in the patient. Additional information confirmed that the pin was cut down in length per the surgeon's request.

Manufacturer narrative:
Evaluation of the returned passing pin confirmed that 2.5 inches has been removed from its length. The drill tip is missing. The passing pin is slightly bent and is scored heavily were it would interface with the drill chuck when drilling. Pin appears to have slipped in the drill chuck when being used. (B)(4).